Manufacturer narrative:
"A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed."

Event description:
It was reported that an unspecified number of pn relion 32g x 4mm 3b tw 50ct would not attach during use. The following was reported by the initial reporter: "it was reported that pen needles will not attach to insulin pen. Verbatim: consumer reported just purchased 4 boxes new relion product can't get on her pen. Used to using the old style relion pen needles that go on very easy. Informed to place pen needle straight onto pen and turn on. Using lantus and novolog. She was able to attach to her pen while on the phone "

Event description:
It was reported that an unspecified number of pn relion 32g x 4mm 3b tw 50ct would not attach during use. The following was reported by the initial reporter: "it was reported that pen needles will not attach to insulin pen. Consumer reported just purchased 4 boxes new relion product can't get on her pen. Used to using the old style relion pen needles that go on very easy. Informed to place pen needle straight onto pen and turn on. Using lantus and novolog. She was able to attach to her pen while on the phone".

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Tested 7pcs retention samples of thread function, all results passed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.